Event description:
During an acl the pump was racing causing extravasation into the groin area. Sales rep reported that the doctor did not flash the correct cannula. The non scope inflow cannula was not present. The doctor had cut off the adapter and was connected to regular infusion adapter, outflowing through 5/8 double port cannula. It was also believed that the soft tissue had been penetrated resulting in the extravasation. The surgeon denied being in the soft tissue when speaking with the sales rep.